Manufacturer narrative:
One inquiry afocusii catheter was received for evaluation. Visual inspection revealed electrodes 3-4, and 6 were displaced from their original location. A kink was noted at the spiral loop/shaft transition. Bends in the catheter shaft were noted 1.40¿ and 5.60¿ proximal to the spiral loop/shaft transition. Electrode rings 3-4, and 6 were noted to be distally displaced from their original location and had been fractured at the weld joint, consistent with the open circuits detected and the reported signal issue. Dissection revealed conductor wires 8-10 had been fractured proximal to the weld joint. Electrodes 1-2, 5, and 7 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the distally displaced electrode rings, and fractured conductor wires is consistent with damage during use.

Event description:
This report is to advise of an event observed upon receipt showing displaced electrodes.